Event description:
It was reported that the pacemaker and the right ventricular (rv) lead were explanted and replaced with a competitor's leadless pacemaker due to a reported tricuspid insufficiency. The patient's condition was not reported.